Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It has been reported that the provisional was found fractured in the tray after cleaning. No impact to surgery.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. Visual inspection of tibial articular surface provisional (tasp) for pieces those returned. Results reported and it was fractured on tasp (not all pieces returned) and has some type of cosmetic damage as scratch. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no new were trends identified. A CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Investigation results concluded that the reported event was due to a previously addressed design issue. No response was sent to the field as none was requested or was required internally. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tasp found broke in tray after cleaning and all pieces were return as worn instrument. However, it did not cause any delay during the surgery. No known adverse event was reported.